Event description:
On oct 11, the sales rep took a loaner cmf modular set in for a surgery with a pt that had an infection that should have been in isolation. This set was taken to (B)(6) on oct 20, the set was used at (B)(6).

Manufacturer narrative:
Actual device is not available to stryker for evaluation.